Event description:
It was reported that the device was slow to wake from sleep and the wake button appeared unresponsive, and the user was instructed to install available firmware and call back if unresolved. No reported adverse clinical effects. Outcomes included no impact to clinical status and no medical intervention. Investigation included technical troubleshooting and user education, along with a software update that was completed and verified. Investigation of this case revealed no alerts or alarms and no additional device abnormalities observed after the update. It was concluded that the issue was addressed through software update and user guidance, with no further action indicated.